Event description:
On february 25, 2008, the lay user/patient contacted lifescan alleging that she was seeing 3 dashes, when she attempted to test her blood glucose. According to the customer care advocate's documentation, the reported issue first began at 10:16 pm pst on the event date; however, the complaint was documented in 2008. It is unclear when the reported issue began. When asked if he took any actions in regards to his diabetes treatment as a result of the reported issue, he said none. He claimed that he developed cold sweats and dry mouth after the issue began; however, he did not receive any medical intervention. The customer care advocate (cca) went through troubleshooting with the pt and discovered that the pt was going into the memory mode and resolved the issue with training. Replacement products were still sent to the pt. The medical affairs specialists was unable to reach the pt by phone for additional info. It would have been helpful to confirm when the reported issue first began and how often the pt usually tests on his meter. It would also be helpful to know when he developed the symptoms and what events led to his symptoms, such as his activity levels, medications, meals, and meter readings. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with either hyperglycemia or severe hypoglycemia after seeing the 3 dashes.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.